Manufacturer narrative:
Due to character limitation e1 event site full name and telephone: the first affiliated (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) pim module test failed during routine maintenance, but no personal injury occurred.

Manufacturer narrative:
Updated fields - b4, d9, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, health effect ¿ impact codes, investigation conclusions), h11 corrected field - b5, b6, b7, d10. A getinge field service engineer (fse) evaluated the unit and pim module was replaced (0997-00-1178) and the equipment returned to normal. All functional tests of the equipment were carried out according to factory requirements, and the test results were all qualified. The failure analysis and testing department received the following part associated with this complaint: pn: 0997-00-1178 sn: (B)(6) pneumatic module assy. This part was received with a reported unit failure message of pim test failed and air leaked. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed pneumatic module assy. Into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision f and the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept. Performed 30 psi pressure transducer calibration and all manifold tests; both tests failed. The fat dept. Verified the failure message of pim tests failed. Pneumatic module assy. Failed testing. Retaining pneumatic module assy. In the fat dept. Per procedure 0002-07-d008 rev au.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) pim module test failed during routine maintenance, there was no patient involvement and no personal injury occurred.